Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was used. The sheath drew in air through the airlock. The sheath was replaced, and the procedure was completed. No patient complications were reported. The device is expected to return for laboratory analysis.